Event description:
It was reported that the insulin pump was delivering too much insulin during prime and the reservoir was nearly empty. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device many have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.